Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they fell and mentioned that they are in pain as they fell on the implant site. Patient reported that it never worked like the trial and they had some relief for a while and then it went away. During the call it was confirmed that the device was on and patient was redirected to follow up with their health care professional to check the lead placement following the fall. No further complications were noted or anticipated.